Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had very bad episodes the last few days prior to report. He had tried different programs and turned down the device because he was going so often. The patient did not feel stimulation and therapy was on. The situation was not resolved. There was no medical procedure, environmental procedure, trauma or fall that was related to this issue. The health care professional had not instructed the patient to keep a voiding diary. The patient was on program 1 at 3.6v and increased stim to 4.2v. The bowel issues were not constant, the patient lost control completely, the middle of his rectum was sore and the bowel just ran out. The patient had an episode on (B)(6) 2015. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the circumstances that led to the event and the steps taken to resolve the event. If additional information is received, a follow up report will be sent.